Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 at the end of surgery, prior to the surgeon closing the wound that the occipital plate broke. The surgeon changed the plate to the 60mm wide plate. No harm came to the patient and the patient was okay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The part was received, an evaluation is currently pending.

Manufacturer narrative:
(B)(4). A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
(B)(4): the product development evaluation details, the reported plate was received broken and the investigation shows a breakage of the plate on the partition wall on the left wing. The front side of the plate shows disappearance of anodized color along the bended section and marks from bending instrument. Relevant dimensions were checked and are in specification. The plate shows signs of bending. Repeated bending of titanium alloy may possibly lead to breakage of the device. Without further information, the exact cause which has lead to this occurrence is undetermined. H3 other text : placeholder